Event description:
It was reported that the pt experienced coupling and/or communication issues with the recharger. The antenna locate (al) feature was used and resulted in a power on reset (por) condition. This, then, led to the normal recharging screen. No info related to pt symptoms or outcome was provided. Addle info was requested but not available as of the date of this report. A f/u report will be filed if add'l info becomes available.

Manufacturer narrative:
(B)(4).